Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had migrated and the patient's pump was surgically revised. The reporter stated that in (b)(64) 2011, the catheter "disconnected from intrathecal space" and a revision was performed. During that time, the pump was repositioned as well "to be more visible" because patient gained a lot of weight. The patient had since lost about 80 lbs. It was later reported by the healthcare provider (hcp) that post myelogram on (B)(6) 2010, noted no surgical lesion. A catheter dye study was also performed on (B)(6) 2010, but the results were not legible. The hcp indicated that the surgical revision took place on (B)(6) 2011. It was not clear if the pump and catheter were both revised at that time. The hcp reported the patient symptoms related to the event to be low back pain that wrapped around the patient "like a belt." The patient did require hospitalization due to the event and the patient outcome was reported as no injury. The medication in the pump was morphine. It was possible, however, uncertain if baclofen was also a pump medication. Additional information has been requested, but was not available as of the date of this report.